Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump free flowed medication. The vasopressor medication drip was loaded into the pump and programmed. The tubing cap was removed, and the pump briefly purge air at the tip. Vasopressor fluid free flowing at a rate faster than programmed. An attempt was made to place the pump on standby, and fluid continues to free flow even during standby program. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d5, d9, h3, h6 (update codes), h11. Correction: a1, a2-a6 (update to n/a), b5-b7, d5, d10 (and update date to n/a), f10/h6: health effect - impact codes (update code). B5: the event occurred during testing prior to patient use. Update "there was no report of patient injury or medical intervention associated with this event." To "there was no patient involvement." H11:the device was received for evaluation along with a video of the device. The video shows the pump in standby mode and follows the tubing to the end where it shows what appears to be free flow; the cause of the free flow was not identified. A review of the event history log identified a programmed infusion for phenylephrine and a "standby complete alarm is set". Functional testing did not reproduce the reported free flow issue; the device was placed in standby mode with no fluid dripping from in-lab infusion line into the testing cup. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.